Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, infection, pain, swelling, abscess, bleeding, inflammation, mobility, infection after one weeek ((B)(6) are same patient).